Manufacturer narrative:
A steris service technician inspected the processor and found that the cold water inlet hose disconnected. The technician stated that the factory crimped clamp did not operate properly subsequently causing the hose to disconnect. The hose and crimped fitting was discarded and is unavailable for evaluation. Due to the water damage the processor sustained from the hose disconnection the user facility will receive a new reliance eps unit.

Event description:
The user facility reported that water was leaking from their reliance eps. No report of injury or procedural delays or cancellations.